Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for leakage. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for leakage. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that after use there is leakage with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter, translated from (B)(6) to english: complainant reported that observed that after each application, leak a few drops, which states that they are not droplets but rather considerable droplets. He said that summed up, can reach 1 or 2 doses, that the size of the drop is "50 times the size of the drop that stays on the needle and that it considers a leak." Patient reported that he is using the supplied needles - autoshield duo and reported the whole step by step of application, being in agreement with the expected. At last, he said that when he shakes the pen in hand, a lot of medicine comes out and when asked about the time he waits during the application, he said, first, who waited for 5 to 6 seconds, but who carried out tests with 10 seconds and observed the same deviation.